Event description:
Event description guidant received information that this cardiac resynchronization therapy-defibrillator (crt-d) device displayed a middle-of-life (mol) 1 indicator nine months post implant.